Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-60, serial# unknown, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead. Under analysis no anomalies were found on the ins. Under analysis it was found that conductor 7 in the ins circuit 15 was broken 2.8 cm from the proximal end of the one 3777-60 unknown, lead. (B)(4).

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had their implant removed the day prior to the report. The patient felt that she was not getting adequate pain relief and coverage to her low back. She had not felt pain relief and coverage to her back even during the trial. She did feel some relief and coverage to her legs. The specific date of when the patient's concerns started are unknown. It seemed to the manufacturer representative that the patient didn't ever receive the benefit from the therapy that she was hopeful for. The issue was not resolved at the time of the report. The manufacturer representative reprogrammed the device in (B)(6) of 2016. The device was explanted. On (B)(6) 2016 the manufacturer representative (rep) reported that it was unclear when the lack of therapy began due to the patient relocating. The device was returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.